Event description:
Note: this report pertains to a previously unreported event for this patient. Refer to manufacturer report # 3005099803-2010-05357 and 3005099803-2011-03971 for the other associated event information. It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2008, and had a cholecystectomy in 2002. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2010, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. On (B)(6) 2011 the physician noted a pancreatic abscess and performed a percutaneous drainage of the abscess. The patient was hospitalized from (B)(6) 2011 until (B)(6) 2011. The event was deemed resolved without issue on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.